Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, lab: 2.8 (9:15am), inratio: 3.8 (10:30am), inratio: 4.3 (11:15am). Pt's target range is 2.5-3.5.

Manufacturer narrative:
Pending.